Event description:
Per additional information provided: (B)(6) 2003 - patient was diagnosed with incisional hernia thereby underwent open hernia repair with the implant of kugel hernia patch (device #1). Per operative notes, "the hernia sac itself was inverted into fascial defect. One more hernia located superiorly to the other defect. A large kugel mesh (device #1) was placed beneath the hernia defects and sewed." (B)(6) 2011 - patient was diagnosed with recurrent incisional hernia thereby underwent open hernia repair with the implant of sepramesh ip (device #2). Per operative notes, "multiple hernia defects notes, the largest defect inferiorly contains incarcerated portion of transverse colon which was reduced. All adhesions and hernia sac were reduced. A large piece of sepramesh ip (device #2) was placed underlay and sutured." (B)(6) 2011 - patient was diagnosed with enterocutaneous fistula thereby underwent open hernia repair with the implant of allomax (device #3), looped ileostomy and removal of mesh (device #2). Per operative notes, "the mesh (device #2) was contaminated and was removed. An allomax (device #3) was secured surrounding musculature and sutured." (B)(6) 2011 - patient was diagnosed with perforated colon and wound dehiscence thereby underwent right hemicolectomy ad creation of an end to end ileostomy. Per operative notes, "the sutures holding the allomax graft (device #3) was removed and was explored. A large, perforated area with distal transverse colon with large feculent material and large area of necrosis was identified. Right hemicolectomy was performed. End to end ileostomy was created." (B)(6) 2011 - patient had postoperative bleeding thereby underwent wound exploration. (B)(6) 2011 - patient underwent complex abdominal wall closure with xenmatrix mesh (device #4). Per operative notes, "the intraabdominal cavity was washed out. A stamm gastrostomy tube was performed. A xenmatrix mesh (device #4) was sutured to fascia as an underlay. The previous mesh (device #1) could not be excised from the abdominal wall." (B)(6) 2015 - patient was diagnosed with bowel obstruction and incarcerated parastomal hernia thereby underwent open hernia repair and bowel resection. Per operative notes, "the parastomal hernia was reduced. Bowel obstruction with dense adhesions to the anterior abdominal wall was noted. The previous mesh (device #1) was taken down. Lysis of adhesions was performed. The small bowel was resected and end to end anastomosis was performed." 128 of 132. Dr. (B)(6). (B)(6) 2015 - patient had enterocutaneous fistula draining into the lower abdominal incision. (B)(6) 2019 - patient visited hospital for abdominal pain, abscess and fistula. (B)(6) 2019 - patient underwent CT guided abdominal wall abscess drain. Attorney alleges that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, fistulae, infection, other organ perforation, pain, hernia recurrence and emotional injuries. It is also alleged that the subsequent surgeries on (B)(6) 2011, and (B)(6) 2015.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, post implant of sepramesh ip, patient was diagnosed with bowel perforation, peritonitis, infection, fistula, necrosis and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, fistula and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Review of manufacturing records confirms product was manufactured to specification. This emdr represents the sepramesh ip (device #2). An additional supplemental emdr was submitted to represent the kugel patch (device #1) and an additional emdr was submitted to represent allomax (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, post implant of sepramesh ip, patient was diagnosed with bowel perforation, peritonitis, infection, fistula, necrosis and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, fistula and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Review of manufacturing records confirms product was manufactured to specification. Addendum: this supplemental emdr is submitted to update the event description and to correct the manufacturing date. Note, the date of manufacturing (15-dec-2010) is considered to be a best estimate. Updated fields: b4, b5, g3, g6, h2, h10, h11. Corrected field: h4 (manufacturing date). This supplemental emdr represents the sepramesh ip (device #2). An additional supplemental emdr was submitted to represent the kugel patch (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with incisional hernia thereby underwent open hernia repair with the implant of kugel hernia patch (device #1). Per operative notes, "the hernia sac itself was inverted into fascial defect. One more hernia located superiorly to the other defect. A large kugel mesh (device #1) was placed beneath the hernia defects and sewed." (B)(6) 2011 - patient was diagnosed with recurrent incisional hernia thereby underwent open hernia repair with the implant of sepramesh ip (device #2). Per operative notes, "multiple hernia defects notes, the largest defect inferiorly contains incarcerated portion of transverse colon which was reduced. All adhesions and hernia sac were reduced. A large piece of sepramesh ip (device #2) was placed underlay and sutured." (B)(6) 2011 - patient was diagnosed with enterocutaneous fistula thereby underwent open hernia repair with the implant of allomax (device #3), looped ileostomy and removal of mesh (device #2). Per operative notes, "the mesh (device #2) was contaminated and was removed. An allomax (device #3) was secured surrounding musculature and sutured." (B)(6) 2011 - patient was diagnosed with perforated colon and wound dehiscence thereby underwent right hemicolectomy and creation of an end to end ileostomy. Per operative notes, "the sutures holding the allomax graft (device #3) was removed and was explored. A large,perforated area with distal transverse colon with large feculent material and large area of necrosis was identified. Right hemicolectomy was performed. End to end ileostomy was created." (B)(6) 2011 - patient had postoperative bleeding thereby underwent wound exploration. (B)(6) 2011 - patient underwent complex abdominal wall closure with xenmatrix mesh (device #4). Per operative notes, "the intraabdominal cavity was washed out. A stamm-gastrostomy tube was performed. A xenmatrix mesh (device #4) was sutured to fascia as an underlay. The previous mesh (device #1) could not be excised from the abdominal wall. " (B)(6) 2015 - patient was diagnosed with bowel obstruction and incarcerated parastomal hernia thereby underwent open hernia repair and bowel resection. Per operative notes, "the parastomal hernia was reduced. Bowel obstruction with dense adhesions to the anterior abdominal wall was noted. The previous mesh (device #1) was taken down. Lysis of adhesions was performed. The small bowel was resected and end to end anastomosis was performed." (B)(6) 2015 - patient had enterocutaneous fistula draining into the lower abdominal incision. (B)(6) 2019 - patient visited hospital for abdominal pain, abscess and fistula. (B)(6) 2019 - patient underwent CT guided abdominal wall abscess drain. Attorney alleges that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, fistulae, infection, other organ perforation, pain, hernia recurrence, and emotional injuries. It is also alleged that the subsequent surgeries on (B)(6) 2011, and (B)(6) 2015.